Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the patient expressed discomfort with the device. The physician did not allege a device malfunction. The device was explanted at the patients request to resolve the event. The patient was in stable condition.